Event description:
A caller reported that the pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to use a different wall outlet and wall adapter, which successfully resolved the issue, allowing the pump to begin charging. No further assistance was required.